Event description:
The doctor was attempting to use the medtronic electric midas rex m8 drill for an emergent suboccipitalcrainectomy when it malfunctioned, burning his hand and not effectively removing the skull from the herniating brain. They tried to get it to work but failed to do so.